Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 18616228.

Event description:
It was reported that the patient was having an increased pain. The patient underwent an explant procedure. No further information has been obtained.

Event description:
It was reported that the patient was having an increased pain. The patient underwent an explant procedure. No further information has been obtained. Additional information was received that everything was explanted. The explanted device components were not available for return.